Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. Product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the diagnostics and troubleshooting performed included multiple reprogramming attempts and an x-ray which indicated the paddle lead was slightly to the left. It was unknown if the paddle lead had been implanted in that location or if it had moved, since the patient was no longer seeing the implant physician. The doctor who performed the x-ray had a manufacturer representative (rep) try reprogramming, which did not resolve the pain attacks in the scrotum. Since the reprogramming did not resolve the pain attacks and because the doctor did not want to explant or revise the first system, they decided to have the patient turn off the first system and implant a second system on (B)(6) 2017 that included percutaneous leads instead of a paddle lead. It was noted the patient's trial had worked very well for the patient so they wanted to see if the percutaneous leads would provide better pain coverage. The (B)(6) 2017 implant had worked for about a week (5-7 days) but then around (B)(6) 2017 the patient experienced another severe pain attack. The doctor had the patient turn off the (B)(6) 2017 implant as well and prescribed medications, which have been helping with the pain attacks but not entirely. The patient now has two systems that are off and not being used. It was noted the patient will not be pursuing explant of the devices at this time due to the patient's age. If they decide they want to have the devices removed in the future then they will search for a doctor who will be willing to remove both systems.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead.

Event description:
A consumer reported the implantable neurostimulator (ins) implant never gave any therapeutic effect. The implanted ins never helped the pain. Since implant, the patient had resumption of his pain. In the last 10 days, the intense pain that the patient had before implant had returned. Caller said the pain that they are addressing is a nerve, but the patient feels the pain in his scrotum. The patient calls them ¿attacks¿ and they are random and very severe. They are so severe that the patient cannot wait for the attack and then call on the phone and try programming. The ins does not prevent the pain from coming like the trial did. The patient also report that they had post-surgical pain that they described as a high level of discomfort. The patient had seen 5 manufacturer representatives. Caller mentioned the first representative that was at the implant surgery programmed the patient incorrectly and it must have agitated. The patient was not instructed properly how to use the patient programmer. They met later with a different representative on (B)(6) and she went through some variations and the patient was not getting severe attacks at that point. The patient also met with other representatives. Caller asked if there is a specific program that can be used for the patient¿s pain. The caller was redirected to the patient¿s healthcare provider. The indication for implant was spinal pain. Additional information from the manufacturing representative on 2017-02-02 indicated that they met with the patient on (B)(6) 2017 to reprogram the patient¿s device. The rep is unaware of the patient¿s current status, as the patient has not contacted the rep since the reprogramming. The rep was not involved with the patient¿s trial, so had no additional information regarding that. Additional information was received from a consumer regarding the patient on 2017-02-06 regarding the same issues that were previously documented. The caller was redirected to the patient¿s health care professional (hcp). The caller stated that they were having general problems with the stimulator. It was stated that every time something happens they were told it sometimes happens. It was clarified that the caller needed additional support on the device as the patient was still in pain. It was reported that the caller had read that the patient did not have to have an invasive procedure and could have just had a procedure to place the leads. It was stated that this would have been easier. The patient stated that it was totally wrong when adjusted. The caller reported that an x-ray was done and found out the paddle was slightly to the left. It was stated that wednesday to last night the patient never had any severe pain attacks. Then the night before the call the patient had their first severe pain attack and the manufacturer representative was contacted but no actions were taken as it was re viewed to be an improvement of the patient¿s condition. It was reported that the pain attacks were severe and at random. It was reported that it had been 3 weeks and it was indicated that it was not going well. The caller reported that the health care professional (hcp) told the caller to contact the manufacturer. It was reviewed that the caller and patient would need to go to the hcp for medical symptoms. The caller stated that the trial was perfect but they wanted more information about if they were doing something wrong or if it was not placedcorrectly. It was indicated that since implant it was not going well, except the last 5 days were okay. The patient was still in a lot of pain from entrapment of the femoral nerve. The pain attacks had been for 4 years prior to the device being placed. The patient still took opioids when the pain attacks occurred. The caller stated that last week they simplified it and made it just a mode. The caller was redirected to the hcp as adjustments may be needed. The patient services agent initiated contact with a representative to follow-up to see if the representative could reach out to the patient.